Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient's son contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was prompting an unknown error message and the battery indicator. The following complaint was classified based on information obtained from the customer service representative (csr). The patient's son alleged that the issue began on (B)(6) 2011 at 1pm. The patient manages his diabetes with 2 pills of metformin (500mg) and glyburide (5mg) per day and 16 units of novolin 70/30 twice a day. It is not known what action, if any, the patient took in response to the reported meter issues. On (B)(6) 2011, the patient reportedly developed symptoms of blurry vision, sweating, and frequent urination at mid-day and at 7pm, the patient allegedly obtained a higher than normal reading with the doctor/clinic's meter (result not known) and was soon after administered 17 units of novolin 70/30 insulin by a health care professional (hcp) as treatment. At the time of troubleshooting, the csr noted that the patient was using the subject meter for the first time. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient's son claims the patient was unable to test his blood glucose due to the alleged issue. The patient reportedly developed symptoms suggestive of a serious injury and was treated by an hcp for sever hyperglycemia after the alleged issue began.